Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9 xr assay, lot 10040m500. The customer indicated that they generated an initial result of over 100u/ml. Upon retest at another lab, using an architect instrument, lot number unknown, the result was 40 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.